Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown the error as duplicate address detected. A fields service engineer noticed that there were many duplicate cubie failures for every cubie in the fh drawer. The row board cable was reseated, but the problem persisted. The legacy fh drawer was then replaced with an enhanced full height drawer stored at the site, but the issue remained. Pyxibus cable was reseated, new enhanced drawer was added, all cubies were added, latch and position sensors were tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es showing error duplicate address detected. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.